Manufacturer narrative:
Continuation of d10: product ID 39565-30 serial# (B)(6) implanted: (B)(6) 2009: product type lead product ID 39565-30 serial# (B)(6) implanted: (B)(6) 2009 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep stating that patient had a lead revision and ipg replacement on (B)(6) 2024. The lead was replaced with no issues. Impedances are in range and connectivity good.

Manufacturer narrative:
Continuation of d10: product ID 39565-30 serial# (B)(6) implanted: (B)(6) 2009 product type lead. Product ID 3708120 serial# (B)(6) product type extension. Product ID 3708120 serial#(B)(6) product type extension. Product ID 39565-30 serial# (B)(6) implanted: (B)(6) 2009 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of pli# 20. Product ID# 97714 found no significant anomaly. Analysis of product ID 39565-30 lot# serial# (B)(6), implanted: (B)(6) 2009-06-30, product type lead. Found stim lead/body/conductor/broken/within 10 cm of connector area and stim lead/body/conductor/broken/anchor site unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A response was received from a manufacturer representative regarding patient's complaint. Rep reports patient occasional shocking from the waist down which has caused him to turn his stim of majority of the time. Also, patient still getting some relief from therapy but the shocking is uncomfortable, so he keeps it turned off majority of the time. The cause is unknown. Patient reports a big fall back in 2019 but other than that no major falls that he can account for. Rep states they were made aware of the issue this week when the patient notified me to ask about it. That's when we met in person and I performed the impedance check. The patient states it has been going on "a few months now." Furthermore, impedances were all high (7,000 - 9,000 range) and electrodes 6 <(>&<)> 14 were completely out of range (>10,000). Patient will be sent to neurosurgeon for paddle lead revision. Rep tried programming around electrodes 6 <(>&<)> 14 but patient still reports the occasional feeling.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use patient describes an occasional shocking feeling from waist down that is different from the normal stimulation. It was also reported impedance issues  of high impedance. Patient will be sent to neurosurgeon for a lead revision.

Manufacturer narrative:
Continuation of d10: product ID 39565-30 lot# serial# (B)(6). Implanted: (B)(6) 2009. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.